Manufacturer narrative:
The device is distributed outside the us and no gudid information exists.

Event description:
It was reported that the sample (B)(6), from "kuwait central blood bank", was tested with serology. The test result was negative (jka-. Jkb-), which contrasted with molecular typing performed on (B)(6) 2025, using the ID core xt assay which provided a positive result (jka+, jkb+) with ID core xt analysis software v3.0.2.